Event description:
(B)(4). It was reported that stent shortening occurred. A wallstent was placed for treatment of an isolated superior mesenteric artery dissection. Four months post procedure the recurrence of an aneurysmal dilated false lumen was observed. It was noted the cause might be the proximal shortening of the wallstent. A second non bsc stent was placed.

Manufacturer narrative:
Reported via journal article: luan, jing yuan et. Al. (2013). Vasodilator and endovascular therapy for isolated superior mesenteric artery dissection. Journal of vascular surgery, vol. 57 issue 6, pp. 1612¿1620. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).